Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, device return and additional information has been requested for this complaint but has not become available. The device part details were not received for investigation, therefore manufacturing record review and full assessment of the reported event cannot be performed. No medical documentation or information was provided for investigation. The reported event cannot be assessed and a thorough medical assessment cannot be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient¿s particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup, the hemi head and modular sleeve where removed. The synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The reported intraoperative findings of metallosis and loosening are consistent with findings associated with metal debris. However, without the lab/pathology reports, supporting imaging, and/or the analysis of the explanted components, the root cause of the reported metallosis cannot be confirmed, and it cannot be concluded that the reported reactions/events were associated with a mal-performance of the implant. Additionally, the patient¿s history of avn and post-operative fall cannot be excluded as a contributing factor to the reported loosening. The patient impact beyond the bilateral hip revisions and associated pain cannot be determined. Patient is reported to be better and ambulating without assistive devices. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventive or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to loose acetabular component and mom wear to r3 tha.

Event description:
It was reported that right hip revision surgery was performed.